Event description:
It was reported to philips that the system did not bootup completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system did not bootup completely. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system software was corrupted. To resolve the issue, fse loaded a ghost back up, reloaded the two tsms (touch screen module) and performed all relevant testing. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.